Event description:
The complainant has reported that a female pt underwent a therapeutic procedure; placement of a wallflex colonic stent. The pt had been diagnosed with descending colon cancer with metastasis to the liver and lungs. The wallflex colonic stent was placed, during an out pt treatment in 2005, to treat a 4-9cm stricture. The pt reported abdominal pain, during the first 3 weeks after stent placement. 12/2005, the pt was admitted to the hosp. A perforation was noted at the distal third of the stent between transition of healthy tissue and tumor. The clinician also reported that the pt received chemotherapy in a concurrent comparative protocol, which may have contributed to perforation. There is no further info available at this time regarding this event.